Manufacturer narrative:
Medrad field service attempted to perform a system service check of the avanta injector; however, during the routine downloading of the flight recorder, the equipment involved experienced a communication problem. Per the direction of the customer, the service rep was not permitted to perform the repairs for the communication problem in order to complete the service check - we are waiting for permission from the site. Based on the info provided to-date, it is unlikely that the communication error experienced by medrad service contributed to the alleged air injection. If a communication error occurs during product use, this results in an immediate disarm and shutdown of the system. Thus if a communication error had occurred during use, this would not have caused the alleged air injection. The communication problem exhibited during the routine downloading of the flight recorder is an unrelated event that can occur for many technical reasons, none of which are associated with the normal operation of the system. The multi-patient disposable set (mpat) and the single-patient disposable set (spat) that were allegedly in-use during the reported event are in-transit to medrad for further eval. The avanta operation manual indicates that the operator is always required to eliminate potential air hazards during use. This would include eliminating air hazards from any accessories/attachments used in conjunction with the avanta system.

Event description:
The site reported the following: the pt was undergoing a diagnostic cardiac catheterization. During the first injection of the left coronary artery, approx 5ml of air was noted in the fluoroscopy image and the pt became asystolic. Cardiopulmonary resuscitation was performed, the pt returned to sinus rhythm and the procedure was completed. The pt reportedly made a full recovery.